Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, when he attempts to prime the insulin continues to be pushed out of the tubing and the device is not notifying that insulin is being delivered. The device had alarmed but only once, the only alarm noted in the history file was no reservoir alarm. Customer's blood glucose was 250 mg/dl. Customer was unable to exit the preparing to prime loop. Troubleshooting was performed and issue remained. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
No unexpected alarms or no reservoir alarms noted during testing. The reservoir alarm feature functioned properly. The insulin pump self-test, displacement test and rewind test. The insulin pump alarmed prime during basic occlusion test due to loose/flush drive support disk noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and broken battery tube threads.